Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box was not available. During investigation, the black box was not available. The available black box showed partially discharged batteries being installed resulting in a low battery warning and replace battery alarms. The battery compartment was found to be cracked. There was corrosion observed in the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump and power it on. The current draws measured within specification. A "battery life" issue was not duplicated during testing. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of internal moisture observed. There were no loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).